Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. An unspecified primary plumset was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to the clave secondary port of the plumset for a piggyback delivery of unspecified volume of an unspecified blood product, at an unspecified rate. After an unspecified length of time, it was reported that the secure lock male adapter of the secondary tubing set disconnected from the clave secondary port of the primary plumset. The customer contact reported that an unspecified volume of blood leaked. It was reported that the nurse reconnected the secure lock male adapter of the secondary tubing set to the calve secondary port of the primary plumset and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.